Manufacturer narrative:
Internal complaint reference: (B)(4). Effect comparison of three kinds of internal fixation in the treatment of osteoporotic intertrochanteric fracture. Journal of clinical orthopaedics.. Ma jiang-chuan, shi zhu, wang gang, mao jian, yang jun-rong, chen jiang (department of orthopaedics, (B)(6)). Doi: 10.3969/j.issn.1008-0287.2022.01.032.

Event description:
It was reported that, on literature review "effect comparison of three kinds of internal fixation in the treatment of osteoporotic intertrochanteric fracture", 1 patient, who initially underwent internal trochanteric fixation with an intertan nail to treat an osteoporotic intertrochanteric fracture, experienced a deep vein thrombosis. No specific details were reported in regards of how was this complication treated or resolved. The patient outcome is unknown. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this complaint was sourced from a literature review and no further information is available. Consequently, without the requested clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.